Manufacturer narrative:
The tech found the cause is the bed was zeroed with the pt in the bed. The tech zeroed the bed and found nothing wrong with the bed exit system, the bed exit functioned as designed and no repair is needed.

Event description:
The account alleged the bed exit would not set. No pt impact.